Event description:
New information notes that possible lead fracture.

Manufacturer narrative:
The reported event for noise/over-sensing was confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 16.2 cm to 16.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against device can.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was explanted and replaced. The patient was in stable condition.